Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/a33 test due to faulty fsr (gold). Unable to perform occlusion test and excessive no delivery test due to prime anomaly.

Event description:
The customer's family reported via phone call that they received no delivery alarm. The customer's blood glucose was 228 mg/dl at the time of incident. Customer. Cleared the alarm and bloused again and it went in two tries. The device was not expected to be returned for analysis.